Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device failed to circulate. The procedure was interrupted. There was no injury caused to the patient.

Manufacturer narrative:
Evaluation summary: one device and one inflow tubing set was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the luer broke at the orange/blue tubing junction. The reported condition was confirmed. The investigation found the luer broke at the orange/blue tubing junction. The investigation identified the root cause of the reported event to be a component. A scar has been issued to the supplier. The investigation found the device did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.